Event description:
A loss of capture was observed. X-ray revealed lead dislodgement. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.